Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) replaced the battery. The ventilator passed all testing.